Manufacturer narrative:
The investigation for the reported event is in progress; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported via user facility medwatch report #2000330000-2024-8082 that during a patient procedure that their roth net mini would not deploy and that the handle was bent. It is unknown if there was any patient harm at this time.

Manufacturer narrative:
The device subject of the reported event was not returned for evaluation. Without the return or inspection of the device, a root cause cannot be determined. It has been reported that there was no report of injury. The roth net mini instructions for use states, "short strokes, 1"-1.5" (2.5cm - 3.8cm) in length, are recommended throughout device passage to avoid sheath kinking. The following conditions may not allow the roth net device to function properly: (1) advancing the handle to the open position with too much speed or force, (2) attempting to pass or open the device in an extremely articulated endoscope, (3) attempting to actuate the device in an extremely coiled position and/or (4) actuating the device when the handle is at an acute angle in relation to the sheath." The device history record was reviewed and confirmed the lot was manufactured to specifications; no abnormalities were noted. There have been no other complaints associated with this lot. No additional issues have been reported.